Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
This is report 1 of 1 for this complaint (B)(4).

Event description:
It was reported that during a procedure, the surgeon was screwing graft into femur and the tip of a 4.0mm cancellous bone screw broke off inside patient. Surgeon took x-rays which confirmed that no harm had been done to the patient. The surgeon used another screw and completed the procedure. The broken tip remains in the patient and the rest of the screw has been discarded.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.